Manufacturer narrative:
This follow-up MDR is created to document the corrected gender and conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of exposure, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. However, as no lot # was provided, a review of the complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, (B)(6) 2019 the physician implanted an altis sling. Exposed. Pt is continent & happy otherwise. Approximately 2 cm of loose mesh with no ingrowth were exposed right at midline. This visible mesh was removed and the opening where mesh had exposed was closed. Patient high bmi and cumbersome for the physician to work to remove mesh and close incision. Performed cystoscopy and everything else uneventful. Patient isn't volunteering how exposure occurred and the physician doesn't know why either.